Event description:
Pt was post coronary artery bypass grafting and had significant ventricular tachycardia and was treated with an aicd several years ago. On 6/3/96 pt had a shock from ICD for nsr. Then complained of multiple shocks. On 6/4/96 to or for insertion of new defibrillator sensing lead and implantable cardioverter defibrillator generator change as well as testing of defibrillator lead and svc. During procedure the defibrillator generator pocket was opened and the rate sensing lead at the junction of the insertion into the defibrillator generator was found to have the insulation stripped and pulled back with the sensing lead coil exposed - a new lead was placed and the generator that had been used for the past few years was also replaced. The pt tolerated the procedure well. 6/6/96 equipment to co rep. Co's generator.